Manufacturer narrative:
.

Event description:
It was reported that during a follow-up, an alert for high, out of range pacing lead impedance was observed. During testing loss of capture at maximum output was also noted. Lead replacement is planned. The patient condition was good.